Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was eroding through the pocket. The device was successfully explanted. There was no evidence of an infection, therefore the leads were capped. A new device will be implanted at a future date.

Manufacturer narrative:
Should additional information become available, this event will be updated.